Event description:
Patient was implanted with epoca shoulder prosthesis on unknown date for proximal humerus fracture. It is reported patient presented with infection on unknown date, approximately six (6) months post op. Patient was returned to or on (B)(6) 2012 for removal of all hardware. Antibiotic beads and a methylmethacralate spacer were placed into the joint space for future revision surgery. It is anticipated another prosthesis will be implanted after infection has cleared.

Manufacturer narrative:
Note: blank fields on this form indicate information that is unknown, unavailable or unchanged. No part or lot number of device provided, therefore no device history record review can be performed. Device not being returned for evaluation, no further evaluation can be performed. Device manufacture date not able to be determined without a lot number. Placeholder.